Manufacturer narrative:
It is unknown what lead was explanted. Hence, both the leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00458. It was reported that the patient¿s therapy was affected due to low impedances on one lead and high impedances on the other lead. As such, surgical intervention took place on (B)(6) 2019 wherein the lead with high impedance was explanted and replaced with a new lead addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.